Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. Also observed was an inability to measure capture thresholds for this lead. Lead fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.